Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed the indicators and recommended three month follow up for this patient. The consultant discussed end of life (eol) indicator and how it cannot be predicted. The physician is upset as the patient does not want the device changed out. The consultant stated it is a medical decision when they change it out, and that therapy is not guarantees once eol is declared. The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted one month later and replaced without further incident. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations.

Manufacturer narrative:
The device was returned is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device had gone from the indicator of beginning of life (bol) to elective replacement indicator (eri) in less than five months. The monitoring voltage (mv) is 2.66v and the charge time (CT) is 19.2 seconds. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.